Manufacturer narrative:
(B)(4)(stent, partially deployed). The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a pulmonary stent procedure to treat a malignant bronchial stricture performed on (B)(6), 2010. According to the complainant, the stent was advanced into position, and the physician began to deploy the stent by pulling on the suture. After 3-4 cells at the distal end of the stent were deployed, the suture became stuck. After several unsuccessful attempts to deploy the remaining portion of the stent, it became dislodged from its original position. The stent was removed from the patient. Nothing broke away from the stent, including the suture. They did not attempt to place a second stent. The procedure was completed without complications by dilating the lumen of the patient's bronchus with a cre pulmonary balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".